Manufacturer narrative:
(B)(4). The analysis results found that one device was received with three malformed clips jammed in the jaws. The clips were manually removed in order to test the device for functionality. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and the clip did not fully advance into the jaw. The device was noted to have the tip of the advancer bent, therefore causing the firing issues; however, the remaining clips were fed and formed as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The jaws opened and closed as intended during analysis. Then the device locked out as intended but the orange indicator did not show up, please note that this finding is unrelated with the event reported. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incidents. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 4th. What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Just jammed. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No, clip jammed in jaws. What were the indications for surgery? What was found? Radical prostatectomy. Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? No, if so, whom? Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Asku. How was the device removed? Wasn't on vessel. Was there any tissue damage? No. If so, how was it repaired? Sent off for review, new product opened.

Event description:
It was reported that during a radical proctectomy procedure, the clip applier jammed after three clips had been dispensed. The jaws were jammed shut. Procedure was completed using same like device. There was no patient consequence.